Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 11-dec-2012, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving an unknown drug via implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that after the patient had a CT scan (computed tomography), the radiologist called the patient's healthcare provider (hcp) to say that their pump had rotated 90 degrees and the tubing was dislodged. The patient was inquiring if there was anyone in their area who could deal with this issue. No symptoms were reported.